Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The product manager reports that they found a tibial template with a wrong item number in a loaner system. The implant is labeled "(B)(4)" but should be "(B)(4)".